Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-01208. The patient had two leads implanted with the same lot number. It was reported the patient's ipg was superficial due to weight loss. It was also reported it was not receiving effective stimulation. The patient underwent revision surgery where her ipg was replaced with a smaller one and her lead was repositioned.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.